Event description:
Attorney reported: 2005 - the patient underwent surgery to repair an umbilical hernia. During this procedure, physicians implanted a bard ventralex hernia patch small circle in the patient. In 2007 - the patient underwent removal of the ventralex hernia patch. Due to a recurrent hernia the patient was implanted with a non-kugel mesh. A wound drain was placed in the sub dermal space just above the fascial closure. The ventralex hernia patch was sent to surgical pathology, which reported dense reactive fibrosis of fibro vascular, fibrous and fibro adipose connective tissue with synthetic mesh material. A drain remained in the patient's wound for several days after the procedure. The following mont - the patient was re-admitted to the medical center due to a postoperative wound infection. The patient underwent an incision and drainage of the infection and application of a wound vac. Postoperatively the patient required home health care for several weeks and needed her wound cleaned and packed several times during that period. Since that time, the patient has managed her constant pain with medications that cause her to drift in an out of sleep during the day, affecting her everyday activities and quality of life.

Manufacturer narrative:
Report indicates that the patient had and was treated for a recurrence hernia and adhesions, which are known possible adverse events listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event.